Event description:
The physician was performing an aortic bypass surgery in 2002. One day later there was a wound dehiscence of the fascia closure. The patient required a re-operation to close the wound. The surgeon feels the knot in the middle of the belly came undone. The patient is doing well.